Event description:
The customer reported the system had mixed data and that the image selected was not the image that appeared on the left monitor. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.